Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator system including right atrial lead and right ventricular leads was explanted due to infection. No lead vegetation was noted. The patient was given temporary system and was implanted with whole new system on (B)(6) 2018. The patient was stable throughout both procedure.